Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and checked the alarm record, but it does not reproduce the fault. The fse found no failure at the scene. The reported problem was not confirmed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported there was a speaker malfunction. It is unknown if there was audio being emittted with the malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.